Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who had mentor smooth round moderate plus profile 475cc saline prostheses placed experienced bilateral pain and bumps on both breasts post procedure. The patient feels pressure when she lays down. Additionally, the implant date provided occurs after the expiration date of the device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-01949 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who had mentor smooth round moderate plus profile 475cc saline prostheses placed experienced bilateral pain and bumps on both breasts post procedure. The patient feels pressure when she lays down. Additionally, the implant date provided occurs after the expiration date of the device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-01949 for contralateral prosthesis report.